Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated reservoir compartment was chipping. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.